Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display developed a large black area that rendered the screen unreadable and the device unusable, while blood glucose management continued via backup therapy and the dexcom cgm was unaffected. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included collection of device information and arranging a replacement with instructions for data sync, shutdown, return, and re-initiation of therapy on the replacement device. Investigation of this case revealed a malfunction of the display component leading to loss of screen visibility with no associated alerts or alarms and no impact to glucose data streams. It was concluded, based on previously established findings for similar reports, that the cause was a device display failure consistent with component malfunction.